Event description:
It was reported that the knob on the side of the air dermatome ii "was not calibrated correctly", as stated by zimmer rep. The rep had to tighten the screw on the graft thickness lever to adjust the guard on the front of the dermatome handpiece. This was necessary to harvest a graft from the pt. The rep stated that when the blade was placed on the dermatome, there was no gap between the blade and the thickness guard. The doctor was able to harvest the graft and mesh without pt incident and no pt injury was reported. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.